Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Caller advised mother (enduser) stated chair can be jerky sometimes, that she has a hard time controlling the chair and has ran into furniture.